Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The unspecified lesion was predilated with an apex balloon and then the physician advanced a 2.25x16mm ion stent delivery system (sds) to the lesion; however, the device was unable to cross the lesion. The sds was removed from the patient and it was noted that the proximal edge of the stent was lifted up. The physician exchanged the ion stent for another of the same device and successfully completed with the procedure. No patient complications were reported and the patient's current condition is okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).